Event description:
Pt claims his shunt is spontaneously reprogramming. Pt claims the shunt re-programmed itself 8 times in three months. At the current time, the shunt is still implanted in the pt.

Manufacturer narrative:
At the present time, the device is still implanted in the pt. In addition, the pt info has not been corroborated with the surgeon. Since the device is still implanted in the pt and lot info has not been provided, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, a follow up report will be filed. At the present time, this complaint is closed.